Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "pacer fault 122" and "pacer fault 126" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's activity log; but not observed at zoll. The device was put through extensive testing which included simulator testing, powering cycling, bench handling, and defib cycling without duplicating the malfunction. The device's hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.